Event description:
It was reported the patient never received therapeutic effect from their device and was not trained adequately on using the device. It was also reported the patient's trial "went great" but after the trial the patient did not have any relief following the permanent implant. The patient had reportedly seen their healthcare provider for reprogramming. It was reported the patient had a lead revision surgery in (B)(6) 2012 and it did not resolve the patient's concerns. Reference manufacturer report #3004209178-2013-03596 for information following the revision.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v758211, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).